Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged on (B)(4) 2010 and was succussful repositioned. The lead dislodged again on (B)(6) 2010. The lead was replaced and it was revealed that the helix was hanging out and the lead was turning around.